Manufacturer narrative:
(B)(4). Pump passed the functional tests, including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, sleep current measurement, active current measurement. However, hardware low level failures alarm during self test and confirmed in history file due to broken trace at u1 keypad assembly.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose. Customer stated that he was using her upper butt for insertion and he gets the tape on stuck on the inserter every time. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer start with high pressure test to see if insulin pump was working as it was supposed to because he did not get insulin flow blocked alarm but got high. The device will be returned for analysis.